Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hosp, field contact or distributor. Results and conclusion summation - product performance engineering reviewed the incident info; however, the device was not returned to abbott vascular for analysis. Stenosis, as listed in the instructions for use (IFU), is a known adverse event associated with the coronary stenting procedure, and is considered to be foreseeable and clinically acceptable in view of pt benefit. There does not appear to be any indication of a stent delivery system quality problem.

Event description:
Reporting status: serious injury / medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that in-stent restenosis of the rx pixel occurred approximately four months after implantation. Another rx pixel was implanted to treat the restenosis. No additional event or pt info is available.